Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a primary breast augmentation with a 360cc mentor memorygel breast implant and experienced postoperative left-sided breast pain. After an MRI on (B)(6) 2019, the physician confirmed that the left-sided device was ruptured. However, the physician diagnosed the patient with bilateral rupture. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced with 425cc mentor memorygel breast implants (catalog number 3504251bc, left-sided serial number (B)(4), right-sided serial number (B)(4)). This report is for the patient's right-sided device.

Manufacturer narrative:
On 11/19/2019, the product investigation was completed. Device investigation summary: during visual evaluation of the sample, it was found with no apparent damage. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).